Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced syncope. During device data review, this right ventricular (rv) lead was found to have exhibited oversensing of noise with pacing inhibition and loss of capture. There was also asystole reported in this pacing dependent patient. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.